Manufacturer narrative:
E1: patient city:(B)(6). Patient country : (B)(6). Name: medtronic minimed. Country: united states of america . Street: 18000 devonshire street . City: northridge . State: california. Zip code: 91325 ¿ 1219. Based on the available information this event is deemed to be reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the cannula fell off event on 05 jun 2026.